Manufacturer narrative:
Age/date of birth: unknown/not provided. Date of event: the exact date is unknown, the best estimate is the prior week of (B)(6) 2020. If explanted, give date: not applicable, as the lens remains implanted. Device evaluation the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed three (3) additional complaint folders (cfs) for this production order number; however, these cfs were not confirmed as manufacturing problem.. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported of experiencing some issues with her left eye that was implanted on (B)(6) 2017. The patient sees a dark cloud which comes and goes in that eye and reportedly, it has been going on for a week. When it happens, the patient feels a bit nauseated, having trouble seeing and reading. The patient explained that she was trying to read the serial number off the card and had some trouble reading the numbers. The patient has not yet spoken with her doctor, however she is planning to report her issues to her doctor soon. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.